Manufacturer narrative:
The event took place outside of the united states (B)(6) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximately 6 months after the first surgery. The surgeon explanted 1 humeral cup ø36+3 and 1 centered glenosphere. The surgeon implanted 1 humeral cup ø36+3, 1 centered glenosphere ø36 mm and 1 standard screw l15 mm.